Event description:
It was reported that after the intra aortic balloon had been in place for several days, blood was noted in the tubing. The intra-aortic balloon was removed and replaced without any complications.